Manufacturer narrative:
Additional information provided by the customer indicated that this was a qc failure; no patient samples were affected. The previous MFR report #1119779-2025-00175 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, there were false positive results from stage a. This occurred an unspecified number of times. The results were correctly reported as negative. There was no health impact or consequence reported.